Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and post-lumbar laminectomy syndrome. It was reported that the patient's ins 'doesn't stay charged very long' and that the 'piece of junk doesn't work.' No patient complications were reported.